Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It was reported that the device will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a prp injection procedure, the tubing of the angel prp kit abs-10061t, began to leak. The case was completed with a new prp kit. Additional information received on 11/25/2019: when the tubing leaked, blood leaked onto the surrounding area on the light sensor near the rotor. Staff used gloved hands to clean the machine with alcohol.